Event description:
It was reported that there was a foreign object inside the container before use.

Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample were confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for patient treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), silicone evacuator. Visual inspection of the sample noted foreign material inside/outside the evacuator. This does not meet specification which states "product and package (kit) must be free from visible loose or embedded foreign matter greater than an aggregate total of 0.6mm2 or 1/16¿ in length. A potential root cause for this failure mode could be ¿good manufacturing practices not followed". The device history record review could not be performed without a lot number. The investigation is concluded, and no additional action is required at this time. A labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a foreign object inside the container before use.